Event description:
It was reported that there was a communication failure and the system intermittently would not boot up. There is no report of injury or death associated with the event described in this event.

Manufacturer narrative:
A ge service representative performed an on site investigation . The sbc upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.